Event description:
It was observed that during the device evaluation, the laparo-thoraco videoscope exhibited moisture in the objective lens causing it to be blurry. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to deformation of the video connector case, water tightness was lost. Additional findings were as follows: bending section cover (a-rubber) had a scratch and a chip; deformation or breakage due to physical stress (handling problem); video connector case had a crack; objective lens had corrosion; universal cord and video cable had a scratch; label on the light guide connector was peeled; indication on grip was peeled; switch 1 was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the charged coupled device (ccd) unit was broken due to stress of repeated use, external factors, or handling of the device, which resulted in occurrence of the subject event. The event can be detected/prevented by following the instructions for use which state: instructions chapter 3 ¿preparation and inspection¿ section 3.6 ¿inspection of the endoscopic system¿ was confirmed to describe how to inspect for the subject event. Olympus will continue to monitor field performance for this device.